Manufacturer narrative:
The initial report had the updated information related to serial number, lot number and material number. The updated information has been provided with this report. (B)(4).

Event description:
It was reported that the material number has been updated to mmt-1715km, serial number to (B)(4) and lot number to hg1t7wt.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received insulin flow blocked alarm. Customer¿s blood glucose level was 230 mg/dl. Customer stated that the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer troubleshooting was performed. Customer stated that they were tried all remedies. Customer was advised to the insulin pump would need to be replaced and to retrieve and save insulin pump setting and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is july 07, 2019.